Event description:
The customer contact reported device breakage. The tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time after the delivery was started, the customer contact reported that the pump alarmed for an unspecified occlusion. At this time, it was reported that the clave secondary port on the cassette of the tubing set was replaced and the therapy resumed. Although there was potential for a leak, no leakage was reported. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.